Manufacturer narrative:
The reported event of charge timeout was confirmed in the device image, however it could not be reproduced in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, high voltage (hv) output, and patient notifier was tested and no anomaly was detected. The hv capacitors were evaluated by the manufacturer and no anomalies were found. The cause of the field event remains undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, episodes of charge time out was noted on the device. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.